Event description:
Patient reported a left side breast infection - mastitis from breast feeding, which was determined to be not device-related. Healthcare professional reported left side "stable calcifications with specific attention to the grouping in the upper left central breast'. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect, impact code: f2203. Information contained in this report was previously submitted through asr/psr on 01/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported, a left side breast infection-mastitis from breast feeding. Device has been explanted.